Event description:
The account alleged that the head and hi/low will lower after the up button is released.

Manufacturer narrative:
The account degreased the drive and it still wouldn't work and when removing the drive, the mount broke between the ball screw and motor. The account indicated they will have to replace the entire assembly and is not sure if they will put that much money into the bed. The account declined to repair the bed at this time.